Manufacturer narrative:
Trend data was downloaded and device functionality was verified.

Event description:
The customer requested that the trend data be extracted from the device. The customer would like trend info from (B)(6) if possible. The pt died; however, there was no reported problem with the device.